Event description:
A nurse reported that during a procedure, air blew out from a cutter probe when the cutter was in the patient's eye. The surgeon changed to a new pack and completed the surgery. No harm to the patient was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).